Event description:
Customer reported that pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to uninstall and reinstall the mobile app and monitor battery depletion, with instructions to follow up if depletion exceeded 35% per day.